Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-67167.

Event description:
The customer's wife reported via phone call the customer was hospitalized on (B)(6) 2016. Customer's blood glucose readings were 33 mg/dl and 22 mg/dl. Customer was in a diabetic coma. Customer had gone into a coma twice from lows that week. Customer was treated with IV glucose. The pump was in the bedroom and the customer was not wearing the pump at night due to the low blood glucose readings. Customer had the basal rights real low at night. Customer's wife thinks that the husband took too much insulin before bed due to a miscalculation. Customer bolused for the snack and took a bolus 8 time a day at least. Customer ate every 2-2.5 hours. Customer would bolus and eat from 8:30-9:00pm. Customer would remove the pump from 9-10 pm and customer would bottom out at 11:00-12:00am. Customer's wife stated that it was not the pump's fault.